Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study and they wanted to test the recorder. Technical support advised the customer to send in a copy of the study for review and requested also the sales representative to run simulator on the recorder. There was no patient harm, but a repeat procedure will be needed.

Manufacturer narrative:
Correction: device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 47.36 hours as opposed to the recommended study time of 48 or 96 hours. In addition, significant gaps were observed during the study. The ph readings were found to be at normal at the beginning of the study. At approximately 18 hours after the study began, abnormal ph values were observed to be abnormal. This was likely caused by the capsule being detached early. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study. Recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. Capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study and they wanted to test the recorder. Technical support advised the customer to send in a copy of the study for review and requested also the sales representative to run simulator on the recorder. There was no patient harm, but a repeat procedure will be needed.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.